Event description:
It was reported by the clinician that the procedure was being performed on a female pt. The physician was placing the catheter in the pt's right internal jugular when the hub broke off the peel away sheath. They had to manually peel away the sheath using hemostats. There were no pt complications reported.

Manufacturer narrative:
(B) (4). Sample will not be returned for eval.